Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. A review of stored events noted under-sensing fine ventricular fibrillation (vf). The device was noted to be functioning appropriately.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. A review of stored events noted both right ventricular over-sensing possibly from chest compressions and under-sensing of fine ventricular fibrillation (vf). The device was reported to be functioning appropriately.